Event description:
It was reported to philips that the device intermittently fails to boot up. The device was not in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer inspected the system remotely and confirmed that the device intermittently fails to boot up. The philips engineer offered service, but philips was unable to contact the customer, therefore no further action was done by philips. The system does not meet full specification for the performed service and was returned to use with limitations as accepted by the customer. The codes were updated based on the investigation outcome.